Event description:
It was reported that the foley catheter difficult to deflate during the pretest. It was further reported that the distilled water would not come out after the water injected at the time of balloon check.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for treatment purposes. The product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used temperature sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The root cause for this failure was "the failure (balloon not deflation) could not be reproduced, however, opportunities for improvement were identified, such as: tool wear of the notch puncher. No preventive maintenance to verify the correct functionality of the puncher knife. Lifetime for knife and replacement control. Incorrect positioning of the shaft into the punching machine. Manufacturing procedure did not address visual aids as support for production operators. Detection/control method was not enough for failure detection. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. As the complaint was addressed by CAPA, labelling review was not completed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter difficult to deflate during the pretest. It was further reported that the distilled water would not come out after the water injected at the time of balloon check.